Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing during an episode of ventricular fibrillation. Technical services (ts) was consulted and discussed programming options. False positive pacemaker-mediated tachycardia (pmt) events were noted. The device remains in service. No adverse patient effects were reported.